Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) had entered safety mode. The crt-p was explanted and successfully replaced and no additional adverse patient effects were reported.